Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st on (B)(6) 2012 and ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient underwent revision surgery on (B)(6) 2014 for ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1). Per operative notes, ¿an incision was made below the left costal margin through umbilicus. There were some adhesions to the anterior abdominal wall which were taken down sharply. A ventralight st mesh (device 1) was placed into the peritoneal cavity and secured it with sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia, adhesion, thereby underwent open repair with explant of ventralight st mesh (device 1) and implant of biological mesh. Per operative notes, ¿an incision was made just upper midline over the hernia site through previous incision site. The hernia sac was dissected out. There were multiple adhesions to the old mesh. All adhesions were taken down. Previously placed (device 1) was taken down sharply. A biological mesh was placed into the anterior abdominal wall and secured it with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incarcerated incisional hernia, adhesion, thereby underwent open repair with implant of ventrio st mesh (device 2) and explant of biological mesh. Per operative notes, ¿an incision was made in the left upper quadrant. The hernia sac was dissected out. Extensive adhesions to the previous mesh were taken down. Previously placed biological mesh was excised. A ventrio st mesh (device 2) was placed into the anterior abdominal wall and secured it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st mesh (device 1). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st on (B)(6) 2012 and ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient underwent revision surgery on (B)(6) 2014 for ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.